Event description:
It was reported that the customer had a low blood glucose level of 50 mg/dl. Customer stated that the pump will alarm when she is low at 50 mg/dl but the sensor has inaccurate readings. Customer's low limit is set to 80 mg/dl. Customer's sensor has not gone down to 80 mg/dl yet and the pump will alarm. Customer stated that her readings drop very rapidly. Customer did not have the fall rate alert and the predictive low alert turned on. Customer will call her health care provider tomorrow. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.